Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. The button error alarm could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via telephone call that the customer jumped into the pool accidentally while wearing the insulin pump. The insulin pump was initially blank after getting out of the pool, and then alarmed for a button error. The customer placed the insulin pump in rice. The blood glucose reading was 180 mg/dl. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.